Manufacturer narrative:
A medtronic representative went to the site to troubleshoot and test the equipment. During troubleshooting, the system was booting into the ubuntu menu. The manufacturer representative followed steps to get through the menu. The representative was able to get into admin and the time was wrong. The time was fixed and the system was rebooted, and then the manufacturer representative was able to log into the system. After the troubleshooting, a system checkout was performed and the system was found to be functioning as intended and passed a system checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm, fdr, and fdc codes are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735699, software version: (B)(4). No parts have been received by the manufacturer for evaluation. An update was provided that a manufacturer representative was on-site and found that the system was booting to the ubuntu menu. Technical services (ts) walked representative through the ubuntu menu to ignore and fix errors. It was possible to get into admin and the time was wrong. The representative fixed the time and rebooted. It was possible to log into stealth user. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was not functioning properly. When the site booted up the system, both monitors reported "no input source" on the screen with a black background and would not resolve. The site tried multiple reboots and the system was still unresponsive. There was no patient present when this issue was identified.